Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 1999, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp), via a company representative, regarding a patient who was receiving morphine (15 mg/ml) at 1.503 mg/day via an implantable pump in simple continuous infusion mode (the lot number was not known). Concomitant medications and pertinent medical history were unable to be obtained. During a refill on (B)(6) 2015, the nurse noticed that the pump was flipped. Confirmation x-rays were performed. The cause of the pump flip was unknown. The patient had felt a "little twinge," but did not feel the pump flip. No additional patient symptoms were reported. The managing hcp was not notified at that time, and surgery was just scheduled. On (B)(6) 2015, during surgery to correct the pump flip, it was discovered that the sutures were snapped and the pump was flipped; the catheter was also not attached to the pump or patent. The catheter was replaced with another company product and the removed catheter was discarded, the pump was re-secured, and the pump was refilled while the pump was out of the patient. Per the managing hcp, the pump was reprogrammed to deliver morphine (15 mg/ml) at 0.720 mg/day (a 52% decrease), due to the disconnected catheter; additionally, no personal therapy manager (ptm) doses were ordered and oral medications were discontinued (reported as "d/c oral"). As of (B)(6) 2015, the issue was resolved, the pump remained implanted and in service, and the patient's status was reported as "alive - no injury." As of (B)(6) 2015, according to the company representative, the cause of the pump flip was undetermined. Additional information regarding the cause of the pump flip, the cause of the catheter disconnection, the status of catheter sutures, the cause of catheter non-patency, any diagnostic testing/troubleshooting performed (related to catheter non-patency), the location of catheter non-patency, and patient outcome was requested. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received. The reporter was unable to determine if the sutures connecting the catheter to the pump were intact. The cause of the flipped pump remained undetermined. The pump was surgically repositioned.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the sutures connecting the catheter to the pump were intact. The cause of the catheter disconnection from the pump was fracture in the catheter. Diagnostics to determine non-patency of the catheter was withdrawal with a syringe. The location of the non patent catheter was the lumbar region (fractured catheter). The cause of the non-patency was a fractured catheter. The patient was receiving effective therapy.